Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v252498, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v274380, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that the patient¿s parkinson¿s had been progressing ¿since forever.¿ the patient¿s progressing symptoms included walking stiffness, feeling immobilized, neck stiffness, and depression. The reporter stated that the patient had an x-ray ¿last week¿ to confirm the lead wires were too short. The reporter mentioned that shortly after implant a revision was done to ¿make the leads longer or move the implantable neurostimulator (ins) higher.¿ since then the patient still felt the leads were too short and were tugging on the ins, pulling it higher on her chest. The patient¿s healthcare provider (hcp) told her to ¿just wait and the leads would get longer.¿ the reporter stated that ¿it did not look right,¿ that two wires were visible, sticking out of the patient¿s neck and could be seen under her skin. No erosion was indicated. The reporter noted that the patient¿s symptoms were worse when the ¿wires stuck out, like the stimulation was causing something to happen.¿ the reporter also mentioned that the patient had a mammogram ¿last year¿ and was worried that it crushed a corner of the ins. The corner ¿felt out of place.¿ additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-10053 as the patient had two systems and it was not specified which was the issue.